Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that therapy had never helped the patients pain since implant in 1999. The patient hadnt used the system since 2001. During surgery, impedances tested normal; however when stimulation was tested, the patient felt no stimulation at amplitude 10.5 volts, pulse width 450 microseconds and rate 60 hertz. The system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.